Event description:
It was reported the procedure was to treat a chronic total occlusion in the right coronary artery (rca) and heavily calcified and mildly tortuous lesion in the left anterior descending (lad) artery. An impella heart pump was placed along with a temporary venous pacemaker. An ebu 3.5 guide catheter was inserted into the left main (lm) artery and then a non-abbott black wire was inserted into the proximal lad. A turnpike was inserted over the black wire trying to cross the right lesion in the mid lad. The wire was exchanged for an extra support whisper wire however it failed to cross the lesion and was removed. A second whisper guide wire was inserted however failed to cross the lesion and was removed. When taking an angiogram a perforation was noted. Per the physician, the second whisper guide wire was too aggressive for the lesion; resulting in the perforation. The decision was made to watch the patient who was hemodynamically stable. The procedure was aborted to let the perforation heal. Patient then had to have a pericardiocentesis to remove fluid from the pericardium. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was used 2026-2-9 (post expiration date). It should be noted in the hi-torque wire instruction for use states: ¿refer to the device label for any additional product-specific indications that may apply.¿ the label stated the expiration date as 2026-01-31. In this case, using the wire use after the expiration date does not appear to have contributed to the difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It was reported the lesion was heavily calcified which likely contributed to the failure to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after expiration.